Manufacturer narrative:
Date sent to the FDA: 11/07/2008. Urinary retention occurred - conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a obturator sling procedure in 2008. Post-operatively, the patient was unable to void. The surgeon opined that the sling was adjusted too tightly during placement. In 2008, a revision of the sling was successfully performed. The patient is now voiding normally and no further treatment is needed.